Manufacturer narrative:
(B)(4).

Event description:
It was reported two days following the initiation of the stimulation trial that began on (b)() 2010, the pt experienced increased pain to her leg. The pt went to the hospital on (B)(6) 2010. The leads were removed and the pt was told she had an infection. The pt was released from the hospital on (B)(6) 2010. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.